Event description:
Following a cardioversion, no atrial or ventricular sensing was observed for several minutes. In addition, both the atrial and ventricular egm's were flat. However, after several minutes, the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted.

Manufacturer narrative:
Since the device remains implanted, the files from the programmer were reviewed. The files showed that the patient data saved before and after the cardioversion revealed no anomaly. No final conclusion can be drawn. The most probable hypothesis is the electrical discharge might have induced a transient alteration in the functioning of some of the electronic components of the device. The manufacturer has recommended a follow-up to be scheduled shortly to confirm proper device behavior. (B) (4): device remains implanted.

Event description:
Following a cardioversion, no atrial or ventricular sensing was observed for several minutes. In addition, both the atrial and ventricular egm's were flat. However, after several minutes the sensing and egm resumed and the device appears to be functioning normal during testing. The device remains implanted.

Manufacturer narrative:
Since the device remains implanted, the files from the programmer were reviewed. The files showed that the patient data saved before and after the cardioversion revealed no anomaly. No final conclusion can be drawn. The most probable hypothesis is that the electrical discharge might have induced a transient alteration in the functioning of some of the electronic components of the device. The manufacturer has recommended a follow-up to be scheduled shortly to confirm proper device behavior. (B)(4). Further analysis and thorough tests were performed for a similar case. (B)(4)